Event description:
It was reported that the patient had burning sensation in vagina and rectum. It was on the same side as her implantable neurostimulator but it was implanted on the right hip/ buttock. There was no known accident or incident related to this issue. The patient thought it could be an infection. Additional information reported the patient was going to change programs and turn down the amplitude. Also, she will see if symptoms continue in clinic. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pnms, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).